Event description:
It was reported while using bd neoflon¿ pro IV catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about blood leakage between the catheter and needle of neoflon pro. According to the customer's report, blood leaks between the catheter and the needle of neoflon upon venipuncture. Hcps at the customer's side have experienced this issue since switching to neoflon pro.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 photos and 40 representative samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of the samples showed no abnormalities on the returned samples. The returned samples underwent leakage testing and none of the samples showed any signs of leakage. Bd cannot determine a manufacturing related root cause since the defect was not confirmed. Production records were reviewed, and this batch was in compliance with our product specification requirements. DHR reviewed was performed on batch# 1077245. Production history record were reviewed. No abnormality was observed.

Event description:
It was reported while using bd neoflon¿ pro IV catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about blood leakage between the catheter and needle of neoflon pro. According to the customer's report, blood leaks between the catheter and the needle of neoflon upon venipuncture. Hcps at the customer's side have experienced this issue since switching to neoflon pro.